Event description:
The customer reported that he received a no delivery alarm on the insulin pump during a set change while filling the tubing. The customer stated that the tubing connector on the reservoir would just spin and would not lock. The infusion set was switched out and the issue persisted. The reservoir was switched out and the customer verified the connection was secure. The customer was advised to manually push plunger and to verify that insulin exited the tubing. Then, the customer was advised to rewind the insulin pump, place the reservoir in the pump, and to run a manual prime to at least 5.0 units of insulin. The customer stated the insulin pump did not alarm no delivery with the manual prime. The customer was advised that changing the reservoir resolved the issue. Nothing further was reported.

Manufacturer narrative:
Evaluated three opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed infusion set and catheter tip. Conclusion: reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).